Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the defibrillator was returned from the bench with one of the external paddles cracked (pr (B)(4) - external paddles cracked) and a power supply issue still persists. Previous case (pr (B)(4) / 0120526916 - power supply issue). The event was outside of use and there was no reported patient nor user harm. The device was evaluated and tested onsite. The results of functional and operational testing indicate a power fault due to a faulty dfm100 assembly processor board. Results also indicate the device issued an error message, "power equipment malfunction." The faulty assembly processor board was replaced, updated to the latest software version and returned to the regional language (french). The device was returned to service and remains at the customer site. Multiple attempts were made to request additional information regarding the reported problem. No response was received, and no information was made available. Based on the information available and the testing conducted, the cause of the reported problem was malfunctioned assembly processor board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had broken parts. There was no patient involvement.

Manufacturer narrative:
The processor pca was returned to philips for failure analysis. Visual inspection was performed, there were no anomalies were found. The received component was fixtured on a tested and known good board assembly and an operational check was performed, there were no issues nor errors. Review of the error logs reveal a software mismatch issue. Functional test was performed, there were no issues as the unit powered up normally and with all the appropriate waveforms. Three shocks were successfully delivered and all were within specifications. The received component passed all visual inspections, operational checks, functional tests and all general testing with results all within specifications. Failure analysis concludes there was no fault found. The device is archived/retention.